Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad malfunction, which was observed during evaluation. Evaluation found that the keypad decimal key was stuck causing input errors while trying to navigate in the units drug library, causing an auto input of the first letter on numbered keys and moving on with no additional letter options. This condition was caused by a failed keypad, which was replaced. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device was found to have a stuck key on the keypad causing an automatic output. There was no patient involvement.